Manufacturer narrative:
(B)(4). Returned product consisted of a spiroflex thrombectomy system. The pump, effluent/supply line, shaft and tip were microscopically, tactile and visually inspected. Visual inspection revealed that there was a severe twist/kink in the supply line and the effluent line was kinked 113.5cm from the custom barb connected to the power pulse bubble trap. Majority of the proximal shaft was damaged with the spiral cut stainless steel tube twisted/split open under the pebax. Inspection of the device presented no other damage or other irregularities. Functional testing was performed by placing the device in the angiojet console. Functional testing showed a leak at the male connector with female luer during the prime cycle and the device would not prime and the ¿check saline supply¿ error was displayed. There were also two leaks in the pebax at the part of the damaged spiral cut shaft 1.5cm and 31cm distal of the strain relief. The investigation conclusion for leak at the male connector with female luer during the prime cycle is design specification as the device problem was traced back to the design specifications. The investigation conclusion for the remaining damage found during analysis, including the damage under the pebax, is handling damage as the complaint was caused by handling of the device or portion of the device without direct patient contact. (B)(4).

Event description:
Reportable based on device analysis completed on 20dec2017. It was reported that the device was unable to prime. A spiroflex® angiojet® thrombectomy set was selected for a thrombectomy procedure. During preparation, they were unable to prime the catheter, it was sucking air. There were no patient complications reported. However, device analysis revealed the spiral cut stainless steel tube was twisted/split open under the pebax.